Manufacturer narrative:
UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced in the system.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, while attempting to acquire scans, the site was unable to get the navigation system to communicate with the imaging system. A manufacturer representative swapped the ethernet cable with no resolution. Surgery was completed utilizing a different navigation system and was delayed by forty minutes. There was no reported patient impact.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.